Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The ess visited the facility on (B)(6) 2015 due to a request by the account. When the ess arrived at the facility, the ess was informed about a potential infection. The ess immediately provided an in-service to the reprocessing staff. While the ess was inside the decontamination area, the ess observed that the air/water nozzle of the device was deformed but not enough to restrict flow or functionality. The ess indicated that the staff is following all olympus recommended reprocessing steps. The account uses a third party for service. The facility is using an olympus oer pro automated endoscope reprocessor and acecide as their disinfectant. Additionally, olympus dispatched an endoscopy support specialist (ess) to the user facility as a follow-up; however, the ess indicated that the account refused entry. If additional information becomes available at a later time, this complaint will be supplemented.

Event description:
Olympus was informed that a patient who underwent a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure using the olympus duodenovideoscope may have been infected with carbapenem-resistant enterobacteriaceae (cre). The source of the cre transmission could not be conclusively determined as the patient had previous procedures performed in the operating room. The account has not provided further information.